Manufacturer narrative:
Per tandem¿s t:flex user guide: an incomplete bolus alert occurs when "you started a bolus request but did not complete the request within 90 seconds." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 110 mg/dl. Additionally, it was reported an incomplete bolus alert occurred. The customer's bg level was 248 mg/dl. Reportedly, a correction bolus was delivered to address the bg level. Tandem technical support educated the customer in regards to this alert. Multiple attempts were made by tandem¿s technical support to obtain additional information regarding the back up therapy the customer reverted to; however, no additional information regarding this event was provided.